Event description:
A male with a previous history of nutcracker syndrome, underwent aaa repair in 2008. The patient's anatomy was considered suitable for the endovascular repair. Confirmatory angiography revealed a type I endoleak in the proximal neck. The physician placed a main body extension graft. Upon removing the dilator after placement, resistance was met because the trigger wire was caught in the main body and the dilator was hard to remove. The dilator tip and the grey positioner were connected together and then eventually removed. The endoleak was resolved. Once the dilator was removed, it appeared the trigger wire had been stuck inside the dilator and broken. The patient did not show any signs of post procedure symptoms.

Manufacturer narrative:
Event evaluation-still under investigation.